Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for weakness and acute-on-chronic kidney disease. It was not pump related and the pump was working effectively at time of admission. The controller screen was barely visible and there was an obvious tear in the silicone pulling away from the percutaneous lead. There were no alarms on interrogation noted. The patient's wife stated it had been there for a bit of time and the screen had been that same way. The patient has dementia and was rough on equipment. Rescue tape was placed on the silicone pull away for now with plans of clam shell in the near future. Ensured therapeutic international normalized ration (inr) for 3 days before exchange of controller on (B)(6) 2022. The controller exchange was tolerated well without incident. No further issues. The spouse informed during the time of the exchange that the patient submersed themselves in the bath tub without the spouse initially knowing. Related manufacturer report number of pump: 2916596-2022-12270.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a display issue and fluid ingress were not confirmed as the system controller was not returned for analysis. Additional information provided communicated that the system controller would not be returned for analysis. The root cause of the reported display issue could not be conclusively determined through this analysis. Although not confirmed, the provided information indicated that the root cause of the reported fluid ingress was due to the patient submerging themselves in a bath tub. The heartmate ii lvas instructions for use (IFU) and patient handbook explains that the system controller should never be submerged in water. The IFU and patient handbook also explain that the controller and the external components should be kept dry at all times and to never swim or take baths as submersion in water may cause the pump to stop. Additionally, these documents provide instructions on how to use the shower bag. The shower bag protects the external system components from water or moisture when the patient is outside in heavy rain or snow or taking a shower. Although resistant to water, these documents state to never submerge the shower bag in water. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number pcx-12421, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14jun2017. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via analysis of the submitted photo. The reported event of a display issue was not confirmed as the system controller was not returned for analysis and no photos were submitted for review. Review of the submitted photo revealed a green fluid substance consistent with fluid ingress on the system controller backup battery and on the backup battery ribbon cable. The provided information indicated that the root cause of the reported fluid ingress was due to the patient submerging themselves in a bath tub. Although not confirmed, the observed fluid ingress may have contributed to the reported display issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that a timeframe could not be provided for when the controller screen issue occurred before patient admission.